Event description:
The director of perioperative services initially reported on april 27, 2009 a flo-gard device 2m8064, "that shut down during an infusion" during pt use. This event occurred in 2009. The facility's director of perioperative services reported to baxter that 3 hours into an open heart surgery the device shut down". There was no pt injury, or medical intervention necessary. On may 13, 2009, baxter received clarification from the anesthesiologist that was working, the case stating that the actual problem for this device was an external communication error on pump 1 after the pump was running for approximately 3 hours. The device was infusing insulin 1 unit every hour in pump 1. The anesthesiologist stated there was no interruption to the surgery, however the insulin being infused in pump 1 was given as a bolus dose after the failure code occurred. This device was sent to the facility bio-med department for eval and will not be returned to baxter for service.

Manufacturer narrative:
The device will not be returned to baxter for eval per the customer. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.